Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties and shaft break occurred. The target lesion was located in the proximal right coronary artery (rca). A 4.0x16 unspecified stent was deployed in the mid rca. A 4.00x16 synergy ii everolimus-eluting platinum chromium coronary stent system was then selected to pre-dilate the proximal portion of the rca. After inflating and subsequently deflating this balloon, the physician attempted to remove the device; however the balloon was "stuck" just outside the guide. The technician pulled negative and pulled the balloon partially into the non-bsc guide. At this point the synergy was stuck near/ inside the tip of the guide. The physician then pulled on the entire system, including the guide, wire and synergy; however the shaft of the synergy broke off. The physician was able to remove all parts of the system. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were disturbed from their folded positions and dried blood was present inside the balloon chamber. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight hypotube kinks along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the shaft broken at the port entry site. The port bond was severely stretched and eventually collapsed under the pressure causing the break in the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties and shaft break occurred. The target lesion was located in the proximal right coronary artery (rca). A 4.0x16 unspecified stent was deployed in the mid rca. A 4.00x16 synergy ii everolimus-eluting platinum chromium coronary stent system was then selected to pre-dilate the proximal portion of the rca. After inflating and subsequently deflating this balloon, the physician attempted to remove the device; however the balloon was "stuck" just outside the guide. The technician pulled negative and pulled the balloon partially into the non-bsc guide. At this point the synergy was stuck near/ inside the tip of the guide. The physician then pulled on the entire system, including the guide, wire and synergy; however the shaft of the synergy broke off. The physician was able to remove all parts of the system. The procedure was completed with another of the same device. No patient complications were reported.